Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer had high blood glucose caused by a bent cannula. The customer's blood glucose value was not recorded during the time of the call. The customer stated that they were playing baseball and football really hard which allowed the blood glucose to decrease. The customer declined any assistance with trouble shooting. No further information was provided.